Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had delivered inappropriate therapy. It was reported that reprogramming was performed and resolved the issue. No adverse patient effects were reported.